Manufacturer narrative:
Unknown when device actually malfunctioned. Unknown part number/UDI unavailable. This report is for unknown screws matrixrib/unknown. Unknown lot number. 510k#:unknown. The initial implant surgery was seven (7) years prior, on (B)(6) 2011. Complainant device is not expected to be returned for manufacturer review/investigation. Investigation requirements: product was not returned and without a lot number the device history records review could not be completed; the investigation could not be completed; no conclusion could be drawn. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent a removal of three (3) unknown matrixrib plates and twenty (20) unknown matrixrib screws due to an infection. There were a couple of screws (unknown amount) in two (2) plates that could not be removed, so each plate was cut and the remainder of the plate (with the screws attached) were twisted off and removed. No new hardware was implanted. This resulted in a surgical delay of a few minutes. No patient consequence. The initial implant surgery was seven (7) years prior, on (B)(6) 2011. This complaint is linked with (B)(4) for the removal procedure due to infection. This complaint involves one (1) impacted product totaling an unknown amount of devices. This report is 1 of 2 for (B)(4).